Event description:
It was reported that a patient underwent a colectomy on (B)(6) 2012 and suture was used. While suturing the fascia the needle pulled off the suture. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted. See also medwatch 2210968-2012-06413. The same patient is represented in each medwatch.

Manufacturer narrative:
Additional information: conclusion: representative samples were returned for evaluation. They were visually and functionally examined for tensile strength and they met the requirements.